Manufacturer narrative:
The device was not returned. The customer was provided with a warranty replacement. Root cause of the issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio determined the root cause was the analog pcb assembly to resolve the reported issue. The device was scrapped.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.